Manufacturer narrative:
Investigation summary: a complaint of the spike on the drip chamber breaking during infusion was received from the customer. One used sample was returned for investigation. The customers complaint was confirmed through visual inspection. The spike was broken off of set. The break was very clean, and the spike was not returned with the set. A device history record review for model 10942011 lot number 20125290 was performed. The search showed that a total of 11,523 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The nature of this breakage indicates a brittle fracture also caused by an external impulse or impact force. Supplier quality and supplier have been made aware for monitoring/tracking purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced device damage. The following information was provided by the initial reporter: bd alaris pump infusion set was broken at the spike. When the bag was spiked, fluid was leaking near the spike. When I tried to remove the tubing in order to use a new set of tubing, the spike broke off in the bag.